Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had right knee revision. I & d of the knee. This patient's first case was done recently. The surgeon performed an I & d and replaced the insert.